Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time for evaluation.

Event description:
It was reported that nurses were not able to draw blood from line, so sent to radiology. They checked it using fluro and found the line was fractured and leaking when they infused with saline.